Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not firing after two attempts. It was noticed that the jaws are too far apart. It is unknown if any clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 3rd. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.